Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes, investigation conclusions). Additional contact details: name: (B)(6). Department: biomed dept. Occupation: biomedical engineer . Getinge field service engineer (fse) discovered a bubble on the screen of the display. This did not affect the readability of the screen. Display and mounting plate, nec display replaced. Device passed all functional and safety tests according to factory specifications. Complete checkout and checklist has been performed on so# 44565716. The defective components were received for further investigation. The failure analysis and testing dept. Received display, with a reported unit failure of a bubble in the display screen. The fat performed a visual inspection and found the part to have a bubble in the screen. Fat was able to verify the reported problem. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) display has circular bubble on screen. There was no patient involvement reported .